Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site on the hip/buttocks, the pod's cannula was found to be dislodged. Also, the pod's cannula was found to be bent. Insulin leaking during wear was also reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.